Event description:
It was reported that two leads were attempted and unused due to positioning and sensing difficulties and unacceptable thresholds. New leads were implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The proximal conductor was distorted and blood on the helix. The full lead was returned and analyzed. Evaluation summary: (B)(4) no anomalies found. The distal conductor and helix had blood. The full lead was returned and analyzed.